Manufacturer narrative:
It was reported that multiple communication failures occurred during a surgery. DHR review did not identify any contributory factors to the event. Complaint history review identified that one similar complaint was received for the same device ((B)(4)). According to the technical investigation, the first communication error was due to a shared memory issue between mario_win and mario_rtx. The second connection failure was due to the force sensor thread which did not connect on time during the initialization of mario; as a result, it was switched off (this is a known design defect).

Event description:
After fiducial registration was performed, a communication failure occurred with the message "communication failure" and "computation error detected" at about 8:48am. The patient folder was saved and the robot shut down. The robot was unplugged before restarting and the verification button was clicked in the registration tab to start the verification. A click noise was heard for the robot connection, but a "failure to connect" message appeared. The robot did not automatically shut down at this point. The undo button was pressed to come out of the verification screen and the patient folder was saved and exited. The robot was turned off again and unplugged before restarting. Once restarted, the arm was able to connect and verification was performed. The delay to surgery was about 8 minutes.